Manufacturer narrative:
Additional information: investigation - evaluation. A review of the dimensional verification, documentation, drawing, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. Customer returned one unknown 6fr balkin kcfw sheath. Upon investigation of the device, it was determined to be a kcfw-6.0-38-40-rb-blkn-hc. Visual inspection of the device confirmed the sidearm had been disconnected. Hemostat marks near the flare and kinks in the sheath are consistent with difficulty removing or manipulating the device. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, a complaint history could not be performed. The device is also provided with instructions for use which states as warnings, "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." Moreover, it is unknown if the user encountered resistance during the procedure. It is also unknown if other devices and/or the dilator were inside of the sheath at the time of hub separation or if traction was applied to the hub upon removal. Based on the information provided and no product returned, investigation has concluded a cause for this event cannot be established; however, appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. His report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information received since the last report was submitted.

Event description:
No new patient or event information to report.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a 6 fr balkin sheath was used in graft thrombolysis case for a patient of unknown gender and age. The sheath valve disconnected from the shaft leaving the femoral artery to flow freely. Although requested, the amount of blood loss has not been provided. Manual pressure was applied to the groin and artery forceps were used to grasp the sheath shaft. The shaft was then rewired and an angioseal was inserted. The original procedure was completed and the patient was discharged to the ward. No blood transfusion was required.